Event description:
There was an issue with the connector on the device. The lv lead was replaced at the same time due to loss of capture. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The device was implanted for 16 months and 7 charging cycles were recorded to the device memory. The header of the ICD was visually inspected. During the inspection residues of blood were noticed inside the header bore of the df-1 svc and df-1 rv socket. Besides that, there were no anomalies. The set screws could be easily screwed in and out and showed screw marks on the bottom side, indicating that they were tightened during the implantation. There was no indication of material or manufacturing problem. The memory content of the device was analyzed. The analysis revealed an increased left ventricular pacing impedance of >3 kohm since (B)(6) 2015. Therefore, the impedance measurement functions of the device were thoroughly tested and proved to be fully functional. There was no indication of a device malfunction. In a next step, the ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected. During analysis of the device memory content, an increased left ventricular pacing impedance was noticed since (B)(6) 2015. However, an extensive analysis of the ICD, especially of the impedance measurement functions, proved the device to be fully functional. There was no indication of a device malfunction.